Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around, three days later, patient was presented with abdominal pain, then went for single view chest of the abdomen which showed an infra renal inferior vena cava filter in place. Approximately, eleven years one month of post deployment, computerized tomography-abdomen was revealed that there was an inferior vena cava filter. The apex of the filter was just below the level of the renal veins. The struts of the filter appeared to extend beyond the confines of the wall of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.